Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was not returned in any original packaging. The suture capture is missing from the upper jaw and was returned in a plastic bag. No other deficiencies were visible. A functional evaluation showed that pulling the trigger closed the jaw and deployed the needle as intended. A functional to test the capture of sutures could not be performed due to the missing suture capture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken piece was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure, when using the firstpass, the capture part of the device broke. The broken piece was retrieved from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.